Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner was placed on the heart and when removed, hospital found a hole in the heart from over-suction. Hospital repaired the hole with no known complication. Upon inspecting the suction machine and set up, acct mgr discovered that hospital crossed the tubes from the stabilizer and had set the xpose with the acrobat tubing that was set at 400. All of the staff, but one, were new. Hospital finished the case without any positioner. Hole was repaired with a suture.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use with evidence of blood were observed. Traces of blood are evident on most external parts of the entire device including underneath the suction cup. Components of the device appear to be intact. No visual defects were observed. To verify performance of the xp-5000 device, a vacuum weight test and verification was performed following post-assembly test instructions. Using calibrated vacuum pump and regulator set at 250 mm hg, and reference tubing and canister, the reported device with its suction cup was able to lift the weight for more than 2 sec. To a height of at least 1 inch. The suction cup foam and seal were then inspected for integrity. No signs of damage were observed. Based on the returned condition of the device and the evaluation results, the reported failure "suction issue," was not confirmed. The DHR was reviewed. The shop floor paperwork certifies that there were no non-conformities observed. All the test results meet the specifications and requirements.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner was placed on the heart and when removed, hospital found a hole in the heart from over-suction. Hospital repaired the hole with no known complication. Upon inspecting the suction machine and set up, acct mgr discovered that hospital crossed the tubes from the stabilizer and had set the xpose with the acrobat tubing that was set at 400. All of the staff, but one, were new. Hospital finished the case without any positioner. Hole was repaired with a suture.